Event description:
It was reported a patient underwent an initial left knee arthroplasty on (B)(6) 2017. Subsequently, was revised due to pain and hemarthrosis on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 159531, 6 complaints reported with the item 161468 and 2 complaints reported with the item 159541 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00279-1, and 3002806535-2021-00281-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (Associated products or if you report multiple products): medical product: oxf uni tib tray sz aa lm PMA, catalog #: 159531, lot #: 957700. Medical product: oxf anat brg lt sm size 4 PMA, catalog #: 159541, lot #: 584410. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021- 00279, 3002806535-2021- 00281. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial left knee arthroplasty on (B)(6) 2017. Subsequently, was revised due to pain and hemarthrosis on (B)(6) 2021.